Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet system and elected to return the ilet pump along with infusion sets, cartridge kits, and connectors. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no hospitalization, no emergency treatment, and no device alerts or alarms reported. Investigation included review of the event details, user troubleshooting and education, and internal record review of the return process. Investigation of this case revealed no device malfunction, no alarms, and no confirmed hardware or component failure, and the cause of the hypoglycemia remained unclear. It was concluded that the cause was undetermined and not attributable to a confirmed device defect.